Event description:
Coronary artery bypass graft with valve replacement. Before closing the chest, md noted hole in tissue valve which required replacement and prolonged bypass time. Pt had coagulopathy secondary to long pump run per md. Pt had return to or for rule out tamponade - clot evacuation.